Event description:
It was reported by the user site that on (B)(6) 2026, during use of a securview-dx 1200 system, the uninterruptible power supply (ups) battery percentage was low. The user site reported that the event occurred prior to a patient exam/procedure. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and confirmed that the workstation computer was not powering on, while the monitors remained operational. The fse reported that sparks were seen coming from the uninterruptible power supply (ups) and that the workstation computer would not power on. The fse reported that the replacement of the ups was delivered to the site and a replacement workstation computer was ordered. The fse reported that they installed a client tower that was not in use to restore system functionality. The fse reported that the system was verified to be operating according to manufacturer specifications pending installation of the replacement computer. No further information is currently available.